Event description:
It was reported that a patient received discrepant results when testing with two different test strip lots on coaguchek xs meter serial number (B)(4). The patient's therapeutic range is 2.0 - 3.0 inr. At approximately 8:00 on (B)(6) 2022, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.64 inr. At 8:09 on (B)(6) 2022, a sample from the patient was tested using the meter and test strip lot 58517211 (expiration date = 31-jul-2023), resulting in a value of 1.0 inr. The patient was sent new test strips, lot 60941811 (expiration date = 31-oct-2023). On (B)(6) 2022, a sample from the patient was tested using the meter and test strip lot 60941811, resulting in a value of 1.5 inr. A short time later, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.23 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. Test strip lot 60941811 has not been received at this time. If this product is returned in the future, a follow up report will be submitted. The customer's test strip lot 58517211 was returned for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.0 inr). Qc measurement 1 = 2.6 inr, qc measurement 2 = 2.7 inr, qc measurement 3 = 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.